Event description:
It was reported that the device's cassette sensor was defective. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: device received on 7/12/2025., h3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's problem was duplicated. A damaged flex circuit was found as well as a degraded downstream occlusion (dso) seal. The flex circuit and dso seal were replaced to fix the issue.